Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. No excessive no delivery alarm during testing. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl. Customer¿s other blood glucose value: 500 mg/dl, 150 mg/dl the customer was treated with manual injection and discontinued the use of insulin pump. The customer declined troubleshooting for insulin pump. The device will be returned for analysis.